Manufacturer narrative:
H.6. Investigation findings code c21: conclusions pending additional information from site. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported through the aaa 24-01 tambe post approval study: on (B)(6), 2026, the patient underwent endovascular procedure to treat a thoracoabdominal aortic aneurysm using a gore® excluder® thoracoabdominal branch endoprosthesis (tambe) device system and gore® viabahn® vbx balloon expandable endoprosthesis (vbx device). Gore® excluder® aaa endoprosthesis contralateral legs were used, and a gore® excluder® iliac branch endoprosthesis internal iliac component was used in an internal iliac. It is unknown what bifurcated device was used. The procedure was completed successfully. On (B)(6), 2026, non-contrast CT showed significant compression of the iliac limbs at the bifurcated device. On (B)(6), 2026, a reintervention occurred, implanting two vbx stent grafts as kissing iliac stents. The patient tolerated the procedure, and was discharged (B)(6), 2026. Reportedly, the physician elected to reintervene prophylactically to re-stent the iliac limbs that were compressed from the previous compressed true lumen to prevent any limb thrombus down the line.